Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a modular cable exchanged on (B)(6) 2026. Log files were submitted for review due to concern of driveline communication fault alarm. The periodic log file of the previous system controller, (B)(6), indicated that the driveline_comm_fault first occurred after (B)(6) 2026 at 13:12:43. Recorded data from the time of the initial event was no longer on the event log file. Technical services was unable to evaluate further or determine a possible root cause of this fault based on the data captured. Data from the log files also indicated that motor function was not affected by this event. It was said the system controller was exchanged as well. The event log file from the new system controller, (B)(6), contained just a few events. Based on the data visible in the log file, the mcs equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via the submitted log files but was not reproduced on the returned heartmate modular cable. The controller event log file was reviewed and revealed an active driveline communication fault alarms throughout the entirety of the log (B)(6) 2026, 06:58:51 - 11:26:02). The onset and resolution of the alarm is not captured. The alarm did not affect pump function. No other notable events were observed. Log files following the reported controller exchange were submitted for review. The controller event log file revealed the controller powering on at 11:45:07, 12jan2026 per timestamps. The driveline was connected at 11:46:59 and the pump ramped up to speed by 11:47:03. The pump functioned as intended throughout the file. No notable events were observed. No additional driveline communication fault alarms were captured. The returned modular cable, lot number unknown, was tested with a test system controller. The controller was connected to a mock circulatory loop, system monitor, and power module. The controller was run on the mock loop with the returned modular cable for an extended duration. During testing, the modular cable was manipulated by hand. No issues or alarms became active throughout testing. The modular cable was then tested to evaluate the integrity of its wires and did not pass. The inline connector nut was able to be fully fastened to the pump cable without any issues or extra force and remained fully fastened throughout testing. The resistances of the underlying wires were measured and found to be slightly elevated, ranging from 0.8 - 1.5 ohms. Resistance testing was performed again while manipulating the modular cable, elevated resistances, 5 - 30 ohms, were observed when manipulating the controller side bend relief. The insulation of the underlying wires was tested and passed. The outer layers of the modular cable were stripped. A kink was noted under the controller connector bend relief. After removing the plastic wrap layer, the orange (ground b) and yellow (communication b) internal wires were severed. The other wires were heavily kinked. The observed damage to the yellow and green wires are consistent with the reported event. No further troubleshooting was performed. The provided information indicated the modular cable and controller were exchanged, and no further alarms have been reported. A root cause for the reported event was not conclusively determined through this analysis. Lot number was not provided, a DHR review was not performed. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.